Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that suture placement with a prostar xl device was completed in the right common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl device was successfully deployed. The sheath was upsized to 18fr and the tavi procedure was completed. When the needles were pulled through the anterior green suture did not retrieve fully. The suture was caught on the device in the patient's subcutaneous tissue resulting in cutting the suture short. The suture then moved freely through the tissue when retrieved and put aside until the end for closure. At the end of the tavi procedure as the suture was some what shorter, it made pushing the knot very difficult and slight oozing from the tissue tract was noted. Adequate hemostasis was achieved using the pre-placed sutures from prostar xl device. Oozing from the tissue tract was managed with manual adjunctive compression. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to deploy the needles was confirmed based on the returned device condition. The reported difficult to position the knot could not be replicated in a testing environment as it occurred during the procedure related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The returned device analysis indicates the suture was inadvertently tangled with the marker lumen during needle deployment thus contributed to the reported difficulty deploying the needles and subsequent difficulty positioning the knot as the suture was cut short due to the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.